Event description:
A surgical coordinator reported a pt that had experienced blurry vision following intraocular lens (iol) implant surgery. Seven months following the initial implant surgery, the surgeon implanted a piggyback iol. Two weeks later, the pt reported diplopia. Eight weeks following the piggyback procedure, the surgeon removed and replaced the piggyback lens with the same model different power iol. Two weeks following the second piggyback procedure, the pt reported that the vision in this eye seemed to interfere with the vision in the fellow eye which has a mild cataract. The pt was then referred to another surgeon. Currently, the pt reports diplopia, headaches and foggy vision. Additional info received from the surgeon indicated that in his opinion, the iol did not cause/contribute to the event. There are three reports associated with these events. This report is for the second piggyback iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be determined by the eval. In addition, a failure to follow the dfu occurred with the use of an unapproved cartridge with this lens model. There were no other complaints reported for this lot. Additional info was requested by phone, fax and mail on 04/17/2012, 04/24/2012 and 04/27/2012. A completed questionnaire was received. (B)(4).